Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state, "do not use implants after expiration date."

Event description:
It was reported that a tibial bearing with an expired sterilization date was implanted on (B)(6) 2015. The operating room staff did not realize the bearing was expired until after the procedure. The bearing was shipped to the hospital almost a year before the sterile expiration date.